Event description:
The complainant reported that the physician reported that a therapeutic radiofrequency ablation (rfa) was begun and completed successfully on a female pt (age unk) in 2007. The procedure was performed percutaneously and the ablation was performed on the pt's right lung. The algorithm was reported have been followed and the recommended settings used. The ablation was performed also using electrode pads (catalog#26-219) during the procedure. The pt was sent home and all seemed to be well until about a week following the procedure, when the pt, went for a follow-up visit to the doctor and complained of a burn to her right thigh. The physician then checked the pt, and found a burn on the pt right thigh. The doctor reported that the burn was not in the same location of where the grounding pad was located during the procedure. The burn was characterized as third degree and was somewhat smaller in size than the electrode pad. The doctor was unable to confirm any burn to the pt immediately following the procedure. Add'l attempts to obtain additional info regarding treatment for the pt's burn were unsuccessful. The complainant reported that other than the burn there was "no serious injury" to the pt.

Manufacturer narrative:
No lot number of this device was available, consequently, the MFR date of the date of the device is unk. The complainant reported that the device will not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met specification. The july 2007 15-month radiofrequency ablation generator complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device warns the user on page 6, paragraphs 1 through 3 state, "surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered to improperly placed return pads, the rf 3000 generator has been equipped with the pad guard current monitoring feature. Each of the four returned pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1,p2, p3, or p4) and halts the generator. Pad guard reduces the likelihood of a skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure.